Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Article received entitled "reverse total shoulder arthroplasty for posttraumatic sequelae." Authors stated that the orthopaedic literature currently has limited information on the results of reverse shoulder arthroplasty (rsa) for fracture sequelae, relative to the amount of literature on rsa for the acute fracture. They therefore explored the experience and results within their institutions in the treatment of the chronic posttraumatic shoulder with rsa. Their hypothesis was that rsa can provide satisfactory results for these patients. For the 26 patients within the study, four different rsa systems were utilized over the course of the study, of which, 9 were of the depuy delta iii system, and 7 were of the depuy delta xtend. Two additional competitor systems rounded out the group. The study identified the patients by a number (1 thru 26), provided the rsa system used, and compared various preoperative differences in the types of fracture sequelae, as well as preoperative shoulder function. Postoperative function was also identified per patient, as well as noting complications. No gender or age, comorbidities/medical history, or product/lot code information was provided for any patient. This complaint will address patient 24, who initially presented with a fracture non-union and deep infection, requiring irrigation and debridement, with a two-stage procedure for treatment concluding with the initial implantation of the rsa, followed by chronic antibiotic suppression and retention of the prosthesis. The patient also experienced a shoulder dislocation requiring closed reduction (time elapsed between rsa implantation and dislocation was not provided). The complaint will address the dislocation only, as the infection preceded the initial rsa implantation.